Event description:
The customer alleges he obtained blood glucose results of > 600 mg/dl, including a 700 mg/dl. The meter's measurement range specification is 10 mg/dl to 600 mg/dl. He states the meter has not worked since 7/06 and he is using his friends meter to test his blood glucose values. He did not make any changes to medications or seek medical treatment based upon the suspect values. He states he ran controls in 5/06 and that both were out of range, but no values provided. Return requested and replacement was sent.